Event description:
It was reported that the customer was hospitalized for 3 days and then released. Customer was hospitalized on either (B)(6) 2015. Customer's blood glucose level was 700 mg/dl. Customer had high blood glucose levels and was vomiting. Customer also had diabetic ketoacidosis. Customer was wearing the pump at the time of hospitalization. Customer declined troubleshooting and will call back. Customer's blood glucose level was 377 mg/dl today. Customer treated with the pump. Customer reported a no delivery alarm that was resolved by a complete set change. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.